Event description:
The user fell from a window and landed on his head 3 months ago (may 2022) and suddenly lost hearing perception. The family will meet with the surgeon to discuss further steps.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user fell from a window and landed on his head on (B)(6) 2022 and suddenly lost hearing perception. Before the accident, the hearing performance was very good. The user will be re-implanted but no date for the surgery has been scheduled yet.

Event description:
The user fell from a window and landed on his head on (B)(6) 2022 and suddenly lost hearing perception. Before the accident, the hearing performance was very good.the user has been re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.